Event description:
Medical affairs was unable to get in contact with the patient; therefore, sent the patient a letter to obtain more clinical information. The patient called alleging that the meter does not power on by pressing down on the power button. The last time the patient tested on the device was 6/30/05. The patient was disoriented and felt drained. No info on whether the pt tried to test on the meter at the time of the event. The pt took a glucose tablet after attempting to use the meter. The paramedic's were called and the pt's blood glucose reading on the paramedic's meter was 392 mg/dl. The pt was treated with an IV. The pt was using the correct vial of test strips. The meter does not power on by pressing the power button. The battery was correctly installed and replaced less than a year ago. Based on the information provided, the complaint is being reported as a malfunction, since the meter does not power on.

Manufacturer narrative:
Lifescan has requested the return of the subject meter for evaluation, but has not yet received it.